Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.smartablate, model #: unknown, serial #: unknown. 3.c3 ez steer cs with auto ID catheter, model #: d-1263-07-s, lot #: 17249124m. 4. Soundstar eco ge 8f catheter, model #: m-5723-18, lot: g9001697. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac arrest and a cardiac tamponade which required an emergency intubation as well as a pericardiocentesis. The patient's medical history is unknown. The patient was possibly perforated in the right ventricular outflow tract - (rvot) and suffered a pericardial effusion and a cardiac arrest. An emergency intubation was performed as well as a pericardiocentesis. About 600 cc of fluid were removed from the pericardial space. The patient did require extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. They did not experience any high force readings or high impedance readings. The power was set at 35 watts. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.